Manufacturer narrative:
The product evaluation states: the complaint first indicates an inability to advance the catheter through calcified anatomy before the endoprosthesis became dislodged from the catheter during withdrawal through a sheath. Dislodgement of the endo from the catheter is confirmed based on the complaint description which provides additional information about subsequent withdrawal actions during the procedure. Considering warnings in the IFU against withdrawing the delivery system with stent still mounted, it is probable that cause of the dislodged endoprosthesis is related to use outside the device IFU.

Manufacturer narrative:
Additional manufacturer narrative: cbas® heparin surface incorporates cbas-heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting.

Event description:
The following information was reported to gore: on (B)(6) 2020, the patient underwent treatment for stenosis in the femoral artery. The kissing stent technique using gore® viabahn® vbx balloon expandable endoprostheses was used for the procedure. A 7fr destination sheath was used during the procedure. The gore® viabahn® vbx balloon expandable endoprosthesis met resistance advancing and was not able to advance through the patient¿s calcified iliac. The device then was attempted to be withdrawn through the sheath. The stent detached from the catheter in the patient¿s femoral artery. A snared graft was used to retrieve the device. Two additional gore® viabahn® vbx balloon expandable endoprostheses were used to complete the procedure. The patient tolerated the procedure.